Event description:
It was reported that the subject device had image issues, green screen. The issue occurred at the beginning of a therapeutic laparoscopic cholecystectomy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, noise image. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, which caused the image to appear green. Additionally, the r-unit was broken, resulting in a noisy image. The most probable cause of the complaint is traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.